Event description:
Pt transferred via hillrom trans. Life resident stand assist model # p44401b. Support strap of device slipped off of the assist device. The resident experienced an "assist fall" to the floor, sustaining minor injuries to the right great toe and back. Further analysis reveals the support straps are not securely attached during a transfers and there is high probability this event can be repeated. The resident struck his right great toe on the sit-to-stand base causing some bruising and a skin tear. Resident also sustained an abrasion on his mid-back from the sit-to-stand transfer sling. (B)(6) was standing at the controls; (B)(6) was standing on the resident's left side.